Event description:
It was initially reported that during a pump implant/replacement procedure, priming bolus of .3ml was programmed to the pump on the back table and the surgeon immediately connected/implanted the pump, catheter was not cleared of drug. Drug infused was morphine 50mg/ml at a daily dose of 20mg. Patient experienced an overdose. It was later reported that patient was "doing and did just fine." No actions were taken. Following the back table pre implant prime surgeon did not wish to "wait the 19 mins." There were no device issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, lot #: l55004, implanted: (B)(6) 1998, explanted: unk; programmer model: 8835, serial #: (B)(4).